Manufacturer narrative:
G5, h2, h10 updated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome.